Manufacturer narrative:
This is two of two final MDR report being submitted for this complaint, with associated manufacture report numbers of 1058196-2016-00062. A non-sterile prowler select plus 150/5cm was received coiled inside of a plastic bag. The device was inspected and residues of dry saline solution were observed on the entire body of the received device. In the same plastic bag an enterprise stent was received involved inside of gauze. The stent was inspected and no damages were noted on it. The inner diameter (ID) of the microcatheter was measured and was found to be within specification. Hub ID: 0. 021¿ specification: 0.021" minimum. Distal ID 0.021¿¿ specification: 0.021" minimum. A sample syringe (nipro) was used to flush the received device, but were unable to flush the device. Then a guide wire .018¿ (lab sample) was inserted into the microcatheter which got stuck, additional force was applied on the guide wire and residues of dry saline solution started to fall out of the distal section of the received device. The review of lot 17199571 revealed that 2 defects were due to tight ID and may be related to the reported complaint. However; the DHR review confirmed that the rejected units were properly segregated and discarded. Controls are in place to detect such nonconformities. All defects were reviewed against process fmea. No other issues were noted that were considered potentially related to the reported complaint. The reported failure of resistance experienced when the stent was advanced through the microcatheter could not be evaluated. However resistance/friction-inner lumen was felt when the functional test was performed and this was due to the condition in which the device was received; the device was saturated with dry saline solution. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. The reported complaint of resistance/friction experienced when the stent was advanced through the microcatheter could not be confirmed due to the condition of the received device. There is no evidence from the DHR review of any manufacturing issues related to the complaint. Review of the information does not suggest what factors may have contributed to the resistance. Since there was no evidence of a manufacturing issue, no corrective actions will be taken at this time. (B)(4).

Event description:
As reported by the health care professional, during a stent assisted coil embolization of a posterior communicating artery aneurysm, resistance was experienced when advancing the enterprise stent through the prowler select plus microcatheter. The physician was then unable to deploy the stent after placing the stent at the lesion. The stent was withdrawn along with the microcatheter; a new stent and microcatheter were used to complete the procedure. There were no damages noted on the stent or the microcatheter prior to use or after removal. An adequate continuous flush was maintained through the catheter. There was no report of patient injury. There was no reported delay in the procedure. No further information is available.

Manufacturer narrative:
This is two of two initial MDR report being submitted for this complaint, with associated manufacture report numbers of 1058196-2016-00062. (B)(4). The product is expected to be returned for analysis; however it has not been received. A device history record review is currently being conducted and the results are not yet available. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
As reported by the health care professional, during a stent assisted coil embolization of a posterior communicating artery aneurysm, resistance was experienced when advancing the enterprise stent through the prowler select plus microcatheter. The physician was then unable to deploy the stent after placing the stent at the lesion. The stent was withdrawn along with the microcatheter; a new stent and microcatheter were used to complete the procedure. There was no report of patient injury. There was no reported delay in the procedure.